Event description:
The physician's office was unable to locate the handheld to return for analysis. It was requested that if the device is located that it be returned for analysis.

Event description:
It was reported that neurologist was unable to interrogate the patient¿s device because the dell x50 programming handheld would not move passed the 'start interrogation' screen. It appeared that the wand was communicating and data was being transmitted. Troubleshooting was performed but was unsuccessful. The handheld was swapped and the device was successfully interrogated. Attempts to have the product returned for analysis were made, but the product has not been received to date.